Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the surgical procedure performed was a da vinci-assisted cervicectomy: amputation of the cervix uteri and posterior vaginal wall, plastic reconstruction of the vulva and perineum, and laparoscopic adhesiolysis on the intestine. Additional patient information: height - 158 cm., body mass index (bmi) - 25.2kg/m2.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there was insufficient or unconfirmed product/event information.

Event description:
A patient in a study visited the hospital for a pre-operative evaluation and subsequently underwent an unspecified da vinci-assisted gynecological surgical procedure. The exact surgical date is unknown. Eleven days later, the patient experienced post-operative, unspecified bleeding and obstipation. No treatment for either event was reported. The bleeding was reported as resolved 16 days later. There was no reported change in the level of care or re-hospitalization. The procedure was completed without any reported harm to the patient, adverse outcomes, or malfunctions involving the da vinci system, its instruments, or accessories. The study investigator reported the event of bleeding/hemorrhage as mild severity, not a serious adverse event, possibly related to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci investigational device and not related to a third-party device. The obstipation was assessed as mild severity and not a serious adverse event (sae).